Manufacturer narrative:
The correct aware date on the parent record is (B)(6) 2022. Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) additional observations: red particle observed on the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the left side.